Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, without the requested clinical information a thorough medical investigation cannot be rendered. Should any additional clinical information be provided this complaint will be re-assessed. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that the patient presented a left knee stiffness post tka. Adverse event was resolved with manipulation. No additional information reported.